Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet0306 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a bloodstream infection was found on the left side of the body. Moderate severity and related to the device. Outcome is ongoing. Device was removed.